Manufacturer narrative:
Date MFR received for initial report was 22-sep-2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 lactate dehydrogenase(ldh): 677 u/l; international normalization ratio(inr): 2.79 (B)(6) 2017 - ldh: 774 u/l 2017-10-01:ldh: 834 u/l ; inr: 2.84.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted with abnormal lab values. Lactate dehydrogenase (ldh) 1708. During the course of admission, the patient had a neurological event with right sided hemiparesis. Cranial computerized tomography (CT) scan showed a suspected mesenteric embolism in sense from an ischemic colitis. The official diagnosis was stroke. The left ventricular assist device (lvad) remains implanted. No further patient complications have been reported as a result of this event.